Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. The clip delivery system was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the lock line for the clip delivery system was difficult to remove, requiring intervention for removal. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. A second clip delivery system was advanced and the clip grasped the leaflets without issue. Clip deployment was initiated. The lock line removability was tested on one end of the lock line successfully rather than flossing. During lock line removal, about 1 centimeter (cm) was removed when resistance was felt. A lock line knot was noted in the lock lever. A rib cutter was used to cut into the lock lever and remove the lock line. The clip was deployed without further issue, remaining stable and well seated, reducing the mr to grade 2. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. While the difficulties removing the lock line appear to be the result of the reported knot, a definitive cause for how the knot formed could not be determined. The reported additional therapy/non-surgical treatment was a result of case specific circumstances as a rib cutter was used to cut into the lock lever and remove the lock line; the clip deployed without further issue, remaining stable and well seated. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.